Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of aneurysm sac growth (unknown diameter) due to the lack of medical images surrounding the event. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was reported to be on surveillance. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx2.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx2 bifurcated stent graft was implanted to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post op, the routine follow-up CT identified aaa sac growth (diameter unknown). An additional angiogram was performed and there are no endoleaks. The patient will continue to be monitored.